Manufacturer narrative:
The filler was injected into the patient and is not available for return. The investigation is ongoing. Upon completion a followup report will be submitted with the conclusions of the investigation. Complaint numbers: (B)(4) and (B)(4).

Event description:
The healthcare provider reported injecting 2cc of evolysse form into the marionette lines, midface, and prejowl sulcus. No symptoms 48 hours following injection and returned two (2) weeks later and the hcp injected 0.5cc of evolysse smooth into the lips. The approximately two months post initial injection, the patient experienced edema, pain, erythema, and firmness to the touch at the injection site. The hcp observed the patient had erythema spreading down the neck and treated the patient with 2cc of hyaluronidase to all previous injection sites. Then 11 days post injection of hyaluronidase the patient complained of hard "balls" and continued swelling on the right marionette area. Hcp dissolved with 8 vials of hylenex between the marionette and cheek areas. Hcp reports nodules were difficult to penetrate with needles. Hcp will continue to monitor.

Event description:
The healthcare provider reported injecting 2cc of evolysse form into the marionette lines, midface, and prejowl sulcus on (B)(6) 2025. No symptoms 48 hours post injection. On (B)(6) 2025 the patient experienced edema, pain, erythema, and firmness to the touch at the injection sites. The hcp observed the patient had erythema spreading down the neck and into tear trough from cheek injections. The hcp injected 2cc of hyaluronidase into originally injected areas. Hcp noted that the areas were difficult to penetrate with the needle. Eleven 11 days post injection of hyaluronidase patient experienced continued swelling like hard "balls" in the right marionette area. Hcp dissolved the product with 8 vials of hylenex between the marionette and cheek areas.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling and risk management file. The filler was injected into the patient and is not available for return. The event is a physiological event complication and analysis of the device does not assist in determining a probable cause of the event. The production records for the lot were reviewed, and no deviations were found during production that would relate to the reported event; the device met all specifications. No similar complaints were found for this lot. Corrections/updates: b5: clarified complaint description. D4: UDI corrected to include 2 digit date. D10: added medication for hypertension. G3: updated to date of investigation completion. G6:type of report follow-up. H2: updated to correction and additional information. H6: updated codes following complaint investigation. H11: updated following complaint investigation. Complaint numbers: (B)(4).